Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.

Manufacturer narrative:
The insulin pump had failed self-test alarm and high stop current due to faulty reference board. The insulin pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call that they received failed self-test alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the failed self test alarm was recurring. The insulin pump was returned for analysis.